Event description:
A customer reported that their pump displayed a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer, with the help of technical support, removed the faulty cartridge, inspected and cleaned the pump, and attempted to load a new cartridge; however, the error persisted. Customer reverted to an alternate method of insulin therapy.